Manufacturer narrative:
The reported event was unconfirmed. A visual inspection noted one temperature sensing catheter was received without the original packaging. No obvious defects were noted. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. The active length of the catheter balloon was measured (0.7495") and found to be within specification (0.60" - 0.90"). The catheter measured to be 14 fr. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "[warnings] method for use: do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.] Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]"

Event description:
It was reported that the catheter fell out of the patient. The duration of the use of the device was not reported.